Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily calcified and tortuous lesion in the proximal circumflex (cx) coronary artery. The 3.5 x 48 mm xience skypoint stent delivery system was advanced to the target lesion but could not cross the lesion and during removal of the sds there was resistance with the lesion. A new non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.